Manufacturer narrative:
The unit alarmed with a compromised force sensor system during the displacement test due to a motor high current draw. The pump also had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, a scratched reservoir tube window, and a missing end cap sticker. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a compromised force sensor system during the rewind process. The patient's blood glucose at the time of incident was 320 mg/dl. Troubleshooting was initiated for the rewind and prime issue. The drive support cap appeared normal. The customer could not recall if the pump had been bumped or dropped prior to the alarm. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.